Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized for hypoglycemia on sunday (B)(6) 2018. The customer reported that she had low blood glucose levels of 2.8. The customer reported that the emergency medical services dispatched her to the hospital and she was treated at the intensive care unit. It was reported that the customer was found by the neighbor and the neighbor called 911. It was reported that customer was on ventilator and was non- responsive. It was stated that the customer was unable to complete the carelink upload. The customer does not allege that the insulin pump was over delivering the insulin. Troubleshooting was not completed during the call. The displacement test was not performed on the insulin pump. Product is not expected to return for analysis.